Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, high purge pressure was noted. As the purge pressure rose the team made choice to intervene by the addition of tissue plasminogen activator into the purge fluid. The pump remained on for support for 2 more days when then bridged to left ventricular assist device. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal, issue has been completed. The pump was returned for investigation. The returned pump was cut at the cannula near the motor housing. No investigation could be performed on the reported optical signal issue. Data logs were reviewed and the placement signal not reliable alarm was confirmed. Upon review of data logs, there is no device problem with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28596.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The cause of the high purge pressure issue was most likely biomaterial, based on returned product investigation and provided clinical details including data log. Instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number: 1220648-2025-28596.